Event description:
It was reported that a mobi-c revision surgery was performed to address post-op migration due to a motor vehicle accident. The mobi-c was removed and converted to an acdf.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c revision surgery was performed to address post-op migration due to a motor vehicle accident. The mobi-c was removed and converted to an acdf.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however the provided x-ray images appear to show injuries consistent with whiplash in the reported car accident. It looks like the facet joints are damaged, the superior plate has been crushed into the bone, and the inferior plate has become misaligned on the bone. Root cause: the provided x-ray images appear to show injuries consistent with whiplash in the reported car accident. It looks like the facet joints are damaged, the superior plate has been crushed into the bone, and the inferior plate has become misaligned on the bone. DHR review: the DHR could not be located, a search for the DHR was conducted, however there is no such part/lot DHR that could be located. A search of sap for the part/lot combination was also conducted with no results. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.